Manufacturer narrative:
This report was submitted to provide the investigation results for the reported device phenomenon. The device history records (DHR) was performed for the subject device without showing any non-conformities or deviations regarding the described issues. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. During the service inspection, the service department confirmed the distal end coverglass is broken. The exact cause of the broken coverglass cannot be conclusively determined. However, possible cause can be due to the use of excessive force by the customer. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, broken/shattered coverglass at the distal end of the scope causing a blurry/foggy image. The cause of the broken distal end coverglass is unknown, however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsi) field service engineer was informed by the nurse at the user facility that the customer high-definition quick lock autoclavable telescope was returned to the olympus repair center for a reported ¿vision is not ok¿. The customer reported procedure was found at reprocessing. During repair inspection, the distal end was found broken, broken/shattered coverglass at the distal end of the scope causing a blurry/foggy image. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken coverglass at the distal end found during repair inspection.